Event description:
Boston scientific crm received information that during a routine clinical follow-up, high out of range impedances and noise were observed with this chronic pacemaker and right ventricular lead system; implant duration 7.3 years. The physician was able to recreate electrogram noise via arm movements; suspected lead integrity issue. Following surgical intervention, the physician stated the lead was in 'good condition' and the device was suspected to be the contributory factor. No adverse patient effects were reported. Subsequently, the device was explanted and returned for lab analysis, while the lead remained implanted.

Manufacturer narrative:
Upon return, this device was thoroughly analyzed. Engineers confirmed the device had not trigger a replacement indicator while implanted and no hardware resets were observed. During the initial inspection process, all four setscrew operated as per normal, with each site individually tested for proper insertion and connection functions. Next, a high power visual inspection of the lead barrels was performed; again, no irregularities observed. Upon return, the device was in vvi mode with a lower rate limit set to 60 ppm. No noise was observed on the electrograms or event markers. Engineers proceeded to 'tap' on the header with applied pressure; however, these actions were not able to create system noise. Manual electrical measurements at 37c noted normal pacing and sensing functions and all lead impedance testing returned values within normal tolerances. With this device passing all returned product testing, analysis concludes normal product operation. Laboratory testing was unable to confirm the reported clinical allegation of high impedances and noise.